Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w version: 4.10c. Unit p-cap / reservoir locked properly in place and passed displacement test. Unit received with cracked keypad overlay and scratched case. Unit received with battery cap contact missing, however unit received was properly tested using a test battery cap.